Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance alert for increasing and high bipolar pacing impedance. The parameters on the lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.